Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No battery out limit alarms were noted. All operating currents were within specification. The insulin pump passed the self test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a battery out limit alarm. Customer's blood glucose level at the time 285mg/dl. Troubleshooting occured, and customer was unable to clear the alarm due to the insulin pump display being stuck on battery out limit. Advised insulin pump would be replaced. No additional information was provided.